Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device received was visually inspected and no abnormality was found aside from a scratched screen. The reported event was replicated, and testing was concluded with no cassette error. The reported event was not verified. As a preventative measure , the downstream sensor was replaced.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a latch alarm. There was no reported injury to the patient.